Event description:
Pt presented at 0410 with decreased level of consciousness, bp 70/40, heart rate less than 30 and shallow respirations. Code blue called and emergency team responded. Pt connected to heart monitor/defibrillator; however, unable to detect heart rhythm. Monitor reflected flat line even though pulses were present. New monitor/defibrillator obtained, pt placed on monitor. Pt subsequently became pulseless, unable to resuscitate and expired. Biomed tech notified that the unit showed no trace on monitor. Replaced cables and lead wires. Tested suspect cable on simulator, shook, wiggled and jiggled cable. Could not duplicate problem.